Event description:
A cracked and shattered touchscreen on a pump was reported, rendering it illegible and unusable after it was dropped and hit the ground. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.